Manufacturer narrative:
No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened. It is noted that the surgeon involved in the study has indicated the event was osteolysis of proximal, medial aspect of tibia and prosthesis loosening, due to bone necrosis due to severe arthritis. The physician has re-assessed this as not being related to device.

Event description:
It was reported that a revision surgery was performed due to osteolysis of proximal, medial aspect of tibia & prosthesis loosening due to bone necrosis and severe arthritis.

Event description:
It was reported that a revision was performed due to loosening.